Event description:
Add'l info rec'd from MFR 10/30/01: the monitoring equipment continued to function normally despite the loss of audio at the cic. Visual enunciation of alarms was unaffected. The date of the call to tech support was aug 1, 2001. According to the tech support person who received the customer call on aug 1, the problem had been diagnosed by biomed as a corrupt sound driver (software). The biomed staff reinstalled the sound driver and resolved the problem prior to contacting tech support. There was no further testing of the equipment performed.

Event description:
No audible alarms at central station monitor following a v fib/v tach arrhythmia.